Event description:
(B)(4). Initial report: this non-serious spontaneous case from (B)(6) was reported by a physician via a sales rep and forwarded by our local affiliate (B)(4). This case involves an adult female pt (age nos) who started treatment with poly-l-lactic acid (sculptra) 6 yrs ago for an unk indication. Allergan (voluma) was listed as co-suspect drug. On (B)(6)-2009, the physician injected allergan (voluma) and the pt developed instant lumps on face which could not be massaged away. The physician stated that the pt was injected with poly-l-lactic acid 6 yrs ago and believes that the reaction is associated with the use of voluma in combination with poly-l-lactic, even though the last time pt received poly-l-lactic was 6 yrs ago. Event outcome and corrective treatment given if any are both unk. No further info provided. Outcome: unk. Reporter's causality assessment: not specified.